Event description:
It was reported that sensor failure. The sensor was inserted into the abdomen on (B)(6) 2024. The patient said she often noticed fluctuations when she first inserted the sensor. Her husband would manually test and recalibrate it (values not provided). She mentioned that it required recalibration after several days. The patient noted that the unspecified display device screen only displayed "calibration required" with two blood drops. Despite recalibrating, the sensors kept failing. The patient went through the process to keep it working; however, she noted that it failed in the middle of the night, and did not alarm. The patient did not see that it had failed until she woke the next morning (B)(6) 2024). By that time her bg was already over 400 mg/dl. The patient was noted to have had an insertion set failure of her unspecified pump, additionally. She reportedly administered insulin, but it did not take effect, and her blood sugar rose to 518 mg/dl. The patient changed her pump settings and administered more insulin, but her problem persisted. She was unable to use her g6 and unspecified pump. The patient experienced vomiting, extreme pain, ambulation difficulties, and mental status changes. She received IV fluids, pain medication, anti-nausea medications, and insulin. The patient explained that initially, her partner took her to the emergency room, where she received treatment and was sent home. However, after returning home, she began vomiting again, the pain returned, and "everything started up again." Due to heavy traffic, an ambulance was called. The patient was subsequently admitted to the intensive care unit (ICU). After initially going to a hospital with limited services, she, accompanied with her partner was transferred to another via ambulance. She received the same treatment and medication and where she found out she has diabetic ketoacidosis (dka). The patient was planning to be discharged home the day of the call (B)(6) 2024) with normal blood sugars and was reportedly fine. It is unknown if the patient was in the hospital for less than or more than 24 hours. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.